Event description:
During implant procedure, increased, out of range, pacing impedance and loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.